Manufacturer narrative:
(B)(4). Date sent to FDA: 12/15/2020. Additional information was requested and the following was obtained: it was reported "several procedures on different dates." Please provide additional information regarding "several procedures on different dates": event date/procedure date; procedure name; product code; lot number. Were there any adverse patient consequences? The customer did not notice the problem further, hence there are no devices to be returned. The complaint can be stopped. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/17/2020 corrected information: d8, e1 the single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide additional information regarding "several procedures on different dates": -event date/procedure date -procedure name -product code -lot number -were there any adverse patient consequences? Were additional files created for "several procedures on different dates"? If yes, please provide pc numbers. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what was the initial procedure? CABG. Did the patient suffer from any consequence due to the softer suture or the pull off suture needle? If yes, please explain. No. Does these issues occurred to the same device? N/a. What is the event day and procedure date? Several procedures on different dates. What is the lot number? N/a. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on an unknown date; and a suture was used. During the procedure, the needle detached easily from the suture. There were no adverse patient consequences reported. Additional information was requested.